Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections (mdi) as a backup therapy and was sent a replacement pump by technical support. Instructions were provided on how to put the malfunctioning pump into storage mode and to return it to tandem using a pre-paid label within ten days. Customer acknowledged understanding the instructions and the steps to take upon receiving the replacement pump.